Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer was treated with insulin shot. Customer was not using auto mode. Customer stated that there was no air bubbles and leak. Customer stated that the insulin pump failed high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).